Manufacturer narrative:
(B)(4). A batch documentation review has been performed. No deviations have been reported during production. At time of release all parameters complied with specification. The instruction for use of the product has been checked and the following side effects are listed: "side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2018 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. A sample from the same box (not the used one) will be forwarded for analysis. As soon as the analysis results are available a follow up report will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4).

Event description:
A patient (w, (B)(6), deep sacral wound) was treated with a compress soaked in prontosan. After 10 minutes the patient felt itching in the hands and the hands got swollen. The compress was taken off immediately. After 30 minutes the patient had rashes on the back and at the same time felt thick in throat. The patient felt better and went away for lunch, but came back again after approx. 1h and 40 minutes feeling sick. The patient started vomiting, got pale, the pulse was high and the blood pressure low. The patient was treated with ringer-solution IV, betapred, oxygene and nexium IV. The patient had to stay one night at the hospital for observation.

Event description:
A patient (w, 74, deep sacral wound) was treated with a compress soaked in prontosan. After 10 minutes the patient felt itching in the hands and the hands got swollen. The compress was taken off immediately. After 30 minutes the patient had rashes on the back and at the same time felt thick in throat. The patient felt better and went away for lunch, but came back again after approx. 1h and 40 minutes feeling sick. The patient started vomiting, got pale, the pulse was high and the blood pressure low. The patient was treated with ringer-solution IV, betapred, oxygene and nexium IV. The patient had to stay one night at the hospital for observation.

Manufacturer narrative:
B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun medical ag (manufacturer). This report has been identified as b. Braun medical internal report # (B)(4). A batch documentation review has been performed. No deviations have been reported during production. At time of release all parameters complied with specification. A sample from the same box (not the used ampulle) was forwarded and analyzed by the local quality control departement. All tested parameters are within specification. No product failure was detected. The following parameters were tested: appearance: result: complies. Ph-value: result: 6.5 --> complies. Relative density: result: 1.000 --> complies. Osmolality: result: 15 mosmol/kg -->complies. Identification of polihexanide: result: complies. Assay of polihexanide: result: 0.10 % w/w --> complies. Refraction index 20°c: result: 1.3334 --> complies. Refraction index 25°c: result: 1.3329 --> complies. Bacterial endotoxins: result: < 1.0 EU/ml --> complies. The instruction for use of the product has been checked and the following side effects are listed: "side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2018 for prontosan wound irrigation solution were over (B)(4). No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a further follow up report will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.